Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having prophylactic full revision surgery. During the initial interrogation of the new generator, the patient became asystolic. No intervention was required, and the patient came out of the asystole on their own. The patient did not have bradycardia or asystole during the second interrogation when the device was in the pocket or when diagnostics were performed. The final interrogation confirmed that the output currents were set to 0.0ma, and the devices were implanted as planned. It was confirmed that the asystole occurred during an interrogation and not during diagnostics. No further relevant information has been received to date.

Event description:
The patient had general endotracheal tube anesthesia during the vns generator and lead replacement surgery on (B)(6) 2016. There were no previous anesthesia concerns. In the surgeon's write-up of the surgery, it was stated that there were no complications. However, at 9:55am during the procedure, the anesthesiologist noted that the patient went into asystole for 3 seconds when the device was being tested. The surgeon was notified to stop, but there does not appear to have been any intervention taken to bring the heart rate back up to normal. The patient's blood pressure was 118/53. There was also a note at 10:13am that the device was tested again, but no cardiac event occurred during that time. There were visuals of the patient's pulse throughout the surgery, from 7:45-10:45am, and the heart rate was around 45-75bpm throughout the procedure. The asystole was not represented on the visual. The medications administered during the surgery were: midazolam, fentanyl, lidocaine, propofol, ondansetron, rocuronium, glycopyrrolate, phenylephrine, cefazolin, dexamethasone, neostigmine, and lactated ringers infusion. The patient also had carotid artery stenosis.